Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm x 112 mm abdominal aortic aneurysm approximately one month ago. The aortic neck diameter was 21-22mm and the length was 23.5mm. The right iliac diameter was 6.3mm and length was 42mm; left iliac diameter was 11mm and length was 38mm. It was reported that while prepping the bifurcated stent graft delivery system prior to inserting it into the patient there was difficulty flushing the guide wire lumen. Another manufacturer's hydrophilic guidewire was inserted and after several push and pull attempts the obstruction was cleared. The delivery system then flushed fine. The bifurcated stent graft was implanted on the right side and the delivery system was discarded. It was reported that after the successful deployment of the endurant stent graft, a blush type IV endoleak was noted near the flow divider. The physician decided to monitor the patient.

Manufacturer narrative:
(B)(4).